Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n157233, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. On (B)(6) 2015, it was reported that the pump was removed due to the physicians turning the device up too high. The patient coded three times. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.